Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a volume tracking not taking place error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.